Event description:
This is report 1 of 2 from the same event. It was reported that during atresia repair surgery, e6 and e8 error codes were observed on the console device when in use with the motor device. According to the reporter, the device would work for a minute and then turn off. When the user attempted to turn the device back on, the error message appeared. As a result, there was a ten minute delay to the surgical procedure. The exact event date was unknown. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).